Manufacturer narrative:
The reagent lot number is 779549. The expiration date was requested but not provided. The investigation reviewed the last calibration performed on 26-aug 2024 and the results were within specifications. The investigation reviewed the qc data on 22-sep-2024 and noted that qc level 2 failed. The investigation reviewed the alarm trace and multiple abnormal aspiration alarms were noted on the date of event close to the time the patient sample was processed. The field service engineer (fse) inspected the module and determined the event was caused by the missing foam in the sample probe's mechanism head. He then replaced this part. He verified the instrument's performance with an instrument check. He also reinstalled one reagent probe (initially installed by the customer) that was unsecured in the holder and was moving freely up and down. Product labeling states "cleaning sample probe, reagent probes, ion-selective electrode (ise) probe and ise sipper nozzle... Pipetter probes must be replaced when they are bent or damaged... Positional adjustment is required after reattaching the probe." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crp4 and other assay results from multiple patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one patient sample with discrepant results: the initial result from the module was <3.0 mg/dl with a data flag. The repeat result from another module was 18.3 mg/dl. The repeat result was deemed correct. The initial result was not reported outside of the laboratory. The reporter noted that qc was out of range prompting the patient sample rerun.